Manufacturer narrative:
The boston scientific representative was able to follow up with the physician who reported that there was no change in programming and lead was only for pacing the left ventricle. The physician understood the additional current drain and was comfortable with the situation.

Manufacturer narrative:
It was later reported that this lead continued to have out of range measurements and a no capture at maximum outputs. The lead would likely be replaced in the near future and probably replaced with a non-boston scientific lead. The patient had reported not feeling as well as of late and to date the information suggested the lead remained in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had increased pacing impedances from 1000, to 1384, to greater than 2000 ohms. The lead had been configured from tip to ring for pacing. There were no changes to the configuration that the field representative was aware of. A threshold test was run with 0.8v noted. The lead was configured to tip to coil and impedances were 1200 ohms. No adverse patient effects were reported.